Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on gastric transection, the surgeon informed that the staple cut line was not smooth. They said that it appeared only 2 rows fired, the outer row being the one they could not visually see. Bleeding occurred as well, indicating that the hemostasis was not satisfactory to what they used to with the staple. And when they removed the stapler, the cartridge side of the stapler stuck to the tissue and once removed, it immediately began to bleed. The surgical time was extended by 45 minutes due to the product problem and the surgeon had to oversew entire staple line to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.